Event description:
It was reported that during a procedure at the user facility when trying to do an anatomical registration, the point position was not accurate and unable to be registered. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility when trying to do an anatomical registration, the point position was not accurate and unable to be registered. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document the device was not available for evaluation h3 other text : the log files were not able to be retrieved.